Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 542 mg/dl at the time of incident. The customer stated that the insulin pump had no delivery alarm. The customer reported insulin was exited. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.